Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked display window corners; battery tube threads cracked and cracked reservoir tube lip. No vibrating anomaly noted.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated kept vibrating and none of the buttons worked. Customer's blood glucose was 180 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.